Manufacturer narrative:
Initial.

Event description:
It was reported that the user accidentally announced four dinner meals, after which blood glucose was 77 mg/dl; the user was advised to treat with carbohydrates and sugar and a follow-up confirmed blood glucose at 115 mg/dl, indicating no device malfunction and a user-interface¿related usage issue consistent with an improper or incorrect procedure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the issue related to user interface and failure to follow instructions. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.